Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. During the evaluation the event reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that blackout occurred during startup was due to that charged coupled device cable has been disconnected, therefore it was not possible to communicate normally. Olympus will continue to monitor field performance for this device.

Event description:
The customer stated there was a 15 minutes delay.

Manufacturer narrative:
The device was returned to olympus; however, the physical device evaluation is pending. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head blacked out during a therapeutic endoscopic sinus surgery procedure. After replacing the camera head, the system recovered, and the operation was completed. There were no reports of patient harm or impact associated with this event.